Event description:
A nurse reported that the shaft of the vitrectomy probe was stuck in the cannula during a procedure. The case was completed without harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. A lot number was not supplied. A review of the DHR (device history record) could not be conducted. A root cause has not been determined. (B)(4).